Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer's daughter performed a infusion set change. The customer was advised to changed set, and treat with syringe and bolus. The customer did not want to troubleshoot for bent cannula or high blood glucose. The customer was assisted in changing the setting in the bolus wizard. The customer was assisted also in changing blood glucose units to mg/dl.